Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the lot code provided was 702798. The production records for this lot were reviewed and no non-conformances were found. Since the product will not be returned, the device cannot be reviewed. In reviewing the DHR (based on the lot code provided), no non-conformances were found. The origin of the foreign matter could not be identified; therefore, the exact root cause could not be determined. The packaging process was reviewed. The clip applier is assembled, tested, and packaged in the clean room. One potential root cause could be the foreign matter was attached to the applier components before or after assembly and fell into the blister prior to sealing. Another potential root cause could be the fiber was already in the blister prior to sealing. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Event description:
At an incoming inspection, a foreign matter which looks like a fiber fragment (0.5mm2) was found inside the package of the device. There were no adverse consequences associated with this event.